Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl and sugar water was consumed to address the bg level. The cause of the low bg was not known. Reportedly, the customer was taking a new blood pressure medication and had not been responding well overall". The customer was to discuss the event with a healthcare provider.